Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. It was also reported that they suspected "pacing spikes". Both the ipg and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.